Event description:
The customer reported that the spo2 on their bedside monitor (bsm) is intermittently powering on/off due to the loose fitting cable connection.

Manufacturer narrative:
Complaint information: on (B)(6) 2020, customer at (B)(6) reported spo2 is not intermittency working on bsm-1753a with serial# (B)(6) service requested: assistance in troubleshooting service performed: nkts requested customer to send the unit in for repair at repair center. At repair center, the unit was cleaned and decontaminated. The model, serial number, and all labels were verified. There is a scratch across the touch screen and there is a small gap in the lcd display. The reported problem "customer called to report that his spo2 is not intermittency working" was duplicated, the spo2 goes in and out whenever the cable is manipulated at the socket. Investigation summary: root cause of the issue could not be identified due to lack of information however, issue was resolved by replacing the lcd board. Warranty of the issue was valid till 03/01/2022. Failure leading to inability to measure a patient's blood pressure and spo2 on a bedside monitor is expected to be observed during set up of the device and patient, and a different device or method may be used. Should the failure occur during use on a patient, both the instrument and the patient must receive continual, careful attention, at which time an issue with obtaining measurement of the nibp or spo2 would be readily observed and a different device or method may be used. Therefore, CAPA is not initiated. According to the table in quality complaint investigations work instruction, with document ID: sop07-006, the risk priority of the issue is categorized as: low

Manufacturer narrative:
The customer reported that the spo2 on their bedside monitor (bsm) is intermittently powering on/off due to the loose fitting cable connection. No patient injury or harm occurred. The customer would like to send the unit in for an exchange. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the spo2 on their bedside monitor (bsm) is intermittently powering on/off due to the loose fitting cable connection.